Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 ¿ patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of composix l/p mesh. Per operative notes, ¿two large ventral incisional hernia defect was identified. A oval shaped composix l/p mesh (device #1) was placed into the abdominal cavity and sutured.¿ (B)(6) 2008 ¿ patient was diagnosed with intrabdominal adhesions thereby underwent laparoscopic combined with open repair with partial removal of mesh(device #1). Per operative notes, ¿the adhesions were lysed. The mesh that had incorporated into the ventral hernia sac was excised on both sides. The remaining ventral hernia sac fascia and mesh (device #1) were sutured together.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of composix l/p mesh (device #1) and an implant of ventrio mesh (device #2). Per operative notes, ¿the hernia sac and old mesh (device #1) was dissected and excised. A large ventral hernia was identified and adhesions were taken down and ventrio mesh was placed using absorbable tackers and sutures.¿